Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) wanted to review the data on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted and noted that, during an arrythmia episode, the device delivered an anti-tachycardia pacing (atp) burst that accelerated the rhythm. The rhythm reached ventricular fibrillation (vf) zone and a 41 joule was delivered that converted the rhythm. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm.

Event description:
It was reported that the health care professional (hcp) wanted to review the data on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted and noted that, during an arrythmia episode, the device delivered an anti-tachycardia pacing (atp) burst that accelerated the rhythm. The rhythm reached ventricular fibrillation (vf) zone and a 41 joule was delivered that converted the rhythm. No additional adverse patient effects were reported. This crt-d remains in service.